Event description:
It was reported the asymptomatic patient presented remotely via merlin.net on stored electrograms. The patient¿s implantable cardioverter defibrillator was post-paced t-wave oversensing on the ventricular lead. The patient did not receive inappropriate therapy during the oversensing. Programming changes were made on (B)(6) 2017. The patient was stable before, during and after the programming changes were made.